Event description:
Customer reporting 2 false positive sars results. Customer is asymptomatic and states they are negative by other brand rapid antigen tests and pcr. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion:a review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: insufficient information. Source: phone.